Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was further reported that the patient was hospitalized for hematopoietic stem cell autograft for a relapse of multiple myeloma from (B)(6) 2016. During the procedure, after detection of the separation, it was believed that a possible gas embolism had occurred; however, the alleged embolism was not clinically confirmed. According to the report, an attempt was made to remove the air contained in tubing and central access; however, it was "incomplete." After the removal of some air, the central access was functional again. It was reported that the patient experienced no immediate or mid-term complications from the reported event.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that during use, the tubing on a gripper plus needleless y-site safety needle ruptured and the patient experienced a "gas" embolism. Additional information has been requested and not received. No additional adverse health outcomes reported at this time.

Manufacturer narrative:
One deltec® gripper plus® safety needle was returned for analysis and received by the quality engineer at a smiths medical facility. The customer's reported problem was "the gripper severed, the tube ruptured." Since the area correspondent to this complaint experienced changes on the investigators, it was not possible to find the sample and testing could not be performed. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. The reported problem was not confirmed as the sample could not be found by the investigators.